Event description:
The customer reported that they received a "speaker malfunction" inop/error message from their mx40 device. The customer did not confirm if there was audio from the device. There was no patient involvement.